Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the touch screen on the central control monitor (ccm) would not power up. Screen tries to power up, but all that was seen was the momentary back light coming on then turns back off. There was no pt involvement.